Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported insulin was not coming at the end of the tubing during the fill tubing step of the load sequence on (B)(6) 2026. The patient had high blood glucose level which was treated with multiple daily injection (mdi).